Event description:
It was reported that the patient visited the doctors office thinking that his inflatable penile prosthesis (ipp) reservoir was infection. A CT scan was taken and no signs of infection were found. Further information was requested and not yet received. The product was not explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.